Event description:
The customer reported the system would not boot and the workstation right and left monitors were flashing on and off. This issue would prevent the live image from being viewed, thereby making the system unusable. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.